Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported left side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Photo analysis:visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Crease / folding of implant: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Patient reported left side capsular contracture, baker grade IV and slight folds in the contours. Device has been explanted.

Event description:
Patient reported left side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.